Manufacturer narrative:
A boston scientific technical services consultant stated the high impedance measurements will cause interaction with the minute ventilation (mv) signal. The consultant informed the caller of the programming options and suggested further evaluation. The caller stated that the sensing was adjusted and no further observations have been recorded. Normal device follow up will be performed. . As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this caller requested a review of the data from this patient's remote monitoring system which showed non-physiologic noise on the atrial channel which appears to be due to interaction with minute ventilation (mv) feature. The patient also reported muscle stimulation and pacing impedance measurements were identified to have exceeded 2000 ohms on the atrial channel. No adverse patient effects were reported.